Event description:
The event occurred during testing. It was reported that the device had a failed accuracy of +12.35 percent. There was no patient involved.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a worn dso seal, and a worn uso seal. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem, the device was found to be with manufacturing specifications. The service history review identified no indication that the complaint was related to a service of the device within the review period.